Event description:
Customer reported receiving an error-3 message when she tried to insert a strip into her locked freestyle flash meter. When the device was returned it was found to be unlocked with the uom selectable. There was no serious injury, death or mistreatment.

Manufacturer narrative:
Tested returned unit. Uom was set to mg/dl when meter was received. Found reset calibration memory values causing the uom to be selectable, the battery icon and booklet icon to appear on the display and give e3 errors. Serial number was also corrupt. Meter is inoperable. Customers and retailers have been informed through the fa16may2006 letter.